Manufacturer narrative:
The investigation has been completed. The console (ic2190) was sent back for further investigation. Console purge door was repeatedly tested empty and with a purge cassette and purge disc in place where no issue with the door was observed. Door latch mechanism was inspected and no dextrose or damage was observed. The reported issue with the purge door unable to remain closed could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a purge door that would not close on an aic. A new console was used without any issues. No patient was involved.